Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system reported feeling very tired and breathless over the past six months and increasingly worse over the last three months. Upon interrogation it was evident that the left ventricular (lv) lead was sensing atrial activity (sinus p waves) and therefore inhibiting lv pacing. Right ventricular (rv) pacing was unaffected. The lv lead was programmed lv tip to lv ring. The lv lead was sensing p waves at approximately 1.3mv. Lv pacing percentage was 36% and rv was 100%. Thus the patient was not receiving biventricular pacing and only rv pacing. The previous clinic check had been normal with 100% biv pacing. To mitigate the oversensing issue the lv lead was reprogrammed to sense lv tip to rv. This appeared to resolve the issuse. The lv lead was no longer sensing p waves and biventricular pacing was restored. The lv lead sensitivity was reduced to agc 1.5mv also. The cardiologist thought that the loss of biv pacing was the likely cause of the patient's worsening symptoms and expects her to improve with the changes made.